Event description:
The customer originally reported that there was no power coming from the device. There was no pt injury reported. The surgeon opened another instrument and commenced with the procedure. The device was returned for eval ans it was found that the knife blade was exposed from the jaws.

Manufacturer narrative:
(B)(4). The incident device was rec'd for eval. The sample was recognized when it was inserted into a test generator. The sample functioned normally when activated twenty times on stimulated tissue. The jaw gap was within specification. A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evals by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function.